Manufacturer narrative:
Additional information: patient is in the middle of longer taper steroid treatment, follow up report when patient is off the steroids. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information the patient was seen on (B)(6) 2026 by the md. The symptoms were fully resolved after month long steroid taper. The patient is happy with the final results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the venaseal was used for treatment of bilateral great saphenous veins in a patient experienced hypersensitivity along the bilateral great saphenous vein distribution in the thighs, recurring and worsening bilateral rash, itching, redness spreading from thighs to shinbones and ankles, and bilateral swelling. The patient began taking benadryl independently, then reported symptoms to the clinic and was prescribed allegra 180 mg twice daily and a medrol dosepak, which temporarily relieved symptoms. As symptoms worsened and spread, a second, higher-dose medrol dosepak was prescribed, resulting in improvement. The patient was instructed to continue medrol and allegra. The rash recurred and worsened, leading to a third medrol pack being prescribed, with consideration for a longer steroid course if symptoms persisted. The reaction occurred along the treated veins in both legs and was recurrent. The event was noted to be associated with the patient's known allergy history, and it was alleged that venaseal should not have been used. The issue remained present.